Event description:
It was reported that the procedure was to treat a heavily tortuous and mildly calcified mid left anterior descending artery. A 3.5 x 28 mm xience xpedition stent delivery system (sds) could not cross the lesion and when removing the sds into the guiding catheter, there was resistance and the proximal edge strut flared and fractured. A new 3.5 x 28 mm xience xpedition stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation was able to be confirmed. The reported stent break/fracture was unable to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficult to remove the device using a guiding catheter was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.